Manufacturer narrative:
Additional data: aso/manufacturer reached out to consumer/end user on 3 occasions to request samples of the remaining device/product by return mail for investigation and testing; to date there has been no response. Device evaluated by manufacturer - evaluation of a representative sample of the related medical device is summarize.

Manufacturer narrative:
Product has a sturdy adhesive, not intended for sensitive skin, labeling on box disclosed this. Pending return or lot # information.

Event description:
On (B)(6) 2015 - when the end user went to take the device off, it pulled off her skin.